Event description:
It was reported that when using the bd pyxis¿ es server, reports did not populate when attempting to run them. The customer reported being unable to access any reports, as they remained in a continuous loading state. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the reports were not populated when tried to run. A technical support specialist (tss) dialed into the server and checked the extract, transform, and load process, noting that the most recent job had run earlier but was still delayed. The tss reviewed the server uptime and found it had been running for an extended period, then advised the customer to provide a suitable time for a server reboot. The customer requested that the reboot be scheduled for the following day, and this was acknowledged and planned accordingly. Although the customer later reported that the issue appeared resolved, the tss recommended proceeding with the reboot due to the prolonged uptime, and the customer agreed. The tss created a separate task for the server reboot, informed the customer, obtained approval to close the case, and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.